Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : the product was assessed in australia and the complaint was confirmed. The root cause was deemed to be wear and tear. The complaint was received into the company with the following comment: direct interior total hip replacement; (B)(6). (B)(6) 2019; broach handle loose and not holding on to broaches. Action taken to manage the problem during the procedure; used another broach handle. No ae to patient. No delay to procedure. The product was returned to depuy australia engineering dept where it was assessed by the engineering technician. He then provided us with a video of the product which confirmed the complainants findings that the broach handle was loose. The lot number identified the complaint as 11 years old. The engineering technician confirmed that: I have assessed this product complaint. As I have tried to show with the video the locking lever linkage that locks the broach onto the broach handle has worn and falls open when in the locked position. My assessment is that this complaint is due to wear and tear (locking lever linkage has stretched). The instrument will be disposed of. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broach handle loose and not holding on to broaches. Action taken to manage the problem during the procedure; used another broach handle. No ae to patient. No delay to procedure.